Event description:
The customer reported that a "speaker malf. Inop was displayed" on the intellivue multi measurement server x2. The device was not in use on a patient at the time of the reported issue.

Manufacturer narrative:
Additional information was requested, but none was provided. Further contact was established by the customer regarding the reported device and issue, which is handled in a separate complaint. The exact cause and resolution for the problem remain unknown.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
The customer reported that a "speaker malf. Inop was displayed" on the intellivue multi measurement server x2. The device was not in use on a patient at the time of the event.